Event description:
Additional information received reported the patient went to a clinic and a couple weeks ago and they were going to get an x-ray. The reporter stated they did not have any information as to the results of the x-ray. It was noted the patient was not getting any stimulation at the visit.

Manufacturer narrative:
Concomitant medical products: product ID 74001, lot# n414205, implanted: (B)(6) 2014, product type: adapter; product ID 3487a-33, lot# j0519126v, implanted: (B)(6) 2006, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had the lead extension removed on (B)(6) 2014. The entire system was removed and replaced with another manufacturer's system. The patient was doing well.

Event description:
It was reported that post-operative, the patient did not feel a thing at 10.5v and 450 pw. It was noted that they tried every combination on the lead and the patient felt nothing. The reporter noted that she checked the lead configuration and changed it to a 2x8 lead, checked impedances and they were fine. The reporter noted that she changed the lead configuration back to a 1x4 and the impedances were still within normal limits. It was noted that the patient¿s previous programming was: 0, -1, +2, 3, 330 pw, rate of 50, and amplitude of 3.0v. It was noted that the voltage was at 3.0v and the caller did not have to click it up a lot to feel it when he had the previous device. It was noted that the patient tried the patient programmer and felt nothing. The reporter stated that since the previous battery died 2 years ago and before the day of the report, the patient had a pacemaker put in, 3 heart attacks, several severe falls, and a hip replacement. The reporter noted that no fluoroscopy was done to check lead placement. It was noted that impedances were within normal limits and that the implantable neurostimulator (ins) was charged to 100%. It was further reported that impedances were checked when the new battery was connected and all were within normal limits. It was noted that no imaging was done during the procedure. The reporter stated that when the patient returned to post-operative and when programming was attempted, the patient did not feel any stimulation up as high as 10.5v, 450 pw and 40 rate on various electrode combinations, including the one that his old battery was programmed with. It was noted that the patient had said prior to the procedure that the stimulation ¿was working fine until the battery died.¿ impedances were rechecked and were within normal limits. The health care professional was notified of the situation and elected to send the patient home and have him come back for his power-operative wound check and images would be done at that time. It was noted that the patient¿s appointment was scheduled for (B)(6) 2014. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported x-ray and reprogramming were performed. It was noted the extension was replaced. It was reported the cause of the event was not determined, but it was device related. It was noted the operation was scheduled for (B)(6) 2014. It was reported the extension wire was fractured.